Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarmed that the iab loop is leaking, the device stops pumping and cannot operate normally. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d1. A getinge field service engineer (fse) had evaluated the unit valve group leakage caused by insufficient air pressure. After replacing the valve group, the failure of the start-up test machine was eliminated, the equipment has been repaired, the automatic inflation is normal, and it is handed over to the customer for clinical use.